Manufacturer narrative:
The returned sample was visually inspected and found non-conforming with the tip of the probe needle broken at the port and orange/brown foreign material inside and on the probe needle. The probe was disassembled and the components inspected. Nominal wear was observed on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. Orange/brown foreign material was observed inside of and in several other locations on the inner cutter. Gouge marks were observed at the bend area, cutting edge, and a couple other locations along the inner cutter. A photo of the product is attached to the parent complaint and was reviewed by the manufacturing site. The photo confirms that the tip of the probe needle is broken at the port and the probe needle is bent. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. The complaint evaluation confirmed that the probe had a broken tip at the port. The exact root cause for the broken tip cannot be determined from this evaluation. An internal investigation has been completed to further evaluate the cause of probe tip breakage at the port. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints will continue to be reviewed and closely monitored at regular intervals for any significant adverse trends. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information from the customer indicated that postoperative inflammation occurred during to breakage of the probe cutter. The doctor reported the inflammation in anterior chamber and vitreous body was aggravated four days post-surgery and requested of another facility to perform computerized tomography (CT) scan. Additional information has been requested; however, none has be received to date.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
New information from the customer indicates that the patient's condition is improving. The CT scan was performed be absolutely be sure that there was nothing left in the eye.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the probe tip broke in the patient's eye during a procedure. The broken part was removed in the same surgery. The surgery was completed after replacing the product with another one. There was no patient harm.